Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the operating room, reopened the neck incision, and bleeding was identified underneath the submandibular gland. Physician evacuated the hematoma, irrigated the neck pocket with antibiotic solution, applied tranexamic acid to achieve hemostasis, and closed the site. This resolved the issue.